Event description:
It was reported that the procedure was to treat a lesion in the proximal popliteal / distal superficial artery with moderate calcification. The 6 x 120 mm armada 35 balloon catheter was advanced without issue and inflated to 8 atmospheres (atm); however, the balloon ruptured on the first inflation. The device was removed without issue and a new 6 x 120 mm armada balloon was used to complete the procedure successfully. It was noted that the device was soaked and prepped per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The rupture was able to be confirmed. Based on a visual and functional inspection and the scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.